Event description:
A customer reported incorrect time/date on the display of their precision xtra blood glucose meter. The customer additionally reported being a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.